Manufacturer narrative:
The device was received fully deployed. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The device delivered 45 pulses and completed both first and second prime before being deactivated. Investigation found no damages or defects in the needle mechanism. The needle mechanism was reset to the not deployed position and manual rotation of the ratchet gear deployed the needle mechanism as intended. Although no damages or defects were observed with the needle mechanism, it could not be determined when the needle deployed. An exact cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed late. The patient's blood glucose rose to 28 mmol/l (504 mg/dl). The pod was worn on the patient's leg for between 1 and 4 hours. As treatment, a manual insulin injection was administered and a new pod was applied.